Event description:
Patient allegedly received an implant on (B)(6) 2015 via the left femoral vein due to blood clots. Patient is alleging device tilt and embedment, vena cava and organ perforation. The patient notes and further alleges "the [inferior vena cava] ivc filter tilted, embedded, and perforated the vena cava wall, mesentery and vertebral body. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries I cannot recall the exact date I began to worry and have anxiety about the status of filter and any related injuries; and have not treated with a physician for these conditions". Patient further notes limited activity. Per the ivc filter placement report dated (B)(6) 2015: "successful ivc filter placement via the left common femoral vein approach. Normal ivc venogram". Per the CT [computed tomography] of the abdomen/pelvis dated (B)(6) 2018: "impression: ivc filter in place as described". "While the prongs are seen extending beyond the vessel wall into the surrounding pericaval fat no acute inflammatory complication is demonstrated".

Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation(organ/vena cava). (Device code): appropriate term/code not available for device tilt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ perforation, embedded, tilt, anxiety, stress, worry, mental anguish and limited mobility. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety, stress, worry, mental anguish, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.